Manufacturer narrative:
The reported events were inability to implant. As received, a complete lead was returned in one piece. Visual examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve was measured to be within specification.

Manufacturer narrative:
Correction: upon review, the left ventricular lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
It was reported that the left ventricular (lv) lead could not be implanted.

Manufacturer narrative:
Additional information was requested but was not received.